Event description:
It was reported that there was a lead monitor warning and there were over 50,000 low impedance paces since the warning tripped. The patient was programmed at dvi during the warning and low impedance paces. It was further reported that there was undersensing, no sensing, and no capture as the patient was in atrial fibrillation. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead monitor warning and there were over 50,000 low impedance paces since the warning tripped. The patient was programmed at dvi during the warning and low impedance paces. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.